Event description:
It was reported that the patient presented in the emergency room for unrelated reasons. During device check it was noted that the right atrial lead exhibited noise and the noise was also evident with movement. It was also noted that the right ventricular (rv) lead had unacceptably high thresholds. The rv lead was reprogrammed. No patient symptoms were reported. It was further noted that the patient was lost on follow-up since implant. Lead revision was discussed. Patient was in observation in good condition.